Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k):device is not distributed in the united states, but is similar to device marketed in the USA. Part #: 292.620. Lot #: 1318p95. Manufacturing site: balsthal. Release to warehouse date: 13. Sep 2022. A manufacturing record evaluation was performed for the finished device 292.620 lot #1318p95, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that guidewire ø1.25 w/thread-tip w/trocar l1 was observed broken from the shaft, broken fragment was not observed in the visual evidence provided. Embedded device condition cannot be confirmed as photo do not provide enough evidence to confirm the reported condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for guidewire ø1.25 w/thread-tip w/trocar l1. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, fractures occurred and a fragment remains inside the patient. It has negative implications for the patient. This report is for one (1) guidewire ø1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for complaint (B)(4).